Manufacturer narrative:
It is unknown if there was any difficulty experienced when delivering the second 7x60mm smart stent. The stent was deployed without difficulty and the sds was easily removed from the patient. However, lots of thrombus occurred after the second stent was implanted. Treatment was provided with ballooning p-pro. The thrombus was reported to be in the second implanted smart stent (7x60mm). The patient¿s act during the procedure is unknown. The procedure was successfully completed with the two smart stents. There was no patient injury and the patient is okay. The device was discarded and won¿t be returned. The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) could not be performed as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: 7x120mm smart stent, product # c07120mv, lot # 15857769; p-pro balloon, and 6f terumo sheath. (B)(6). This is one of two products involved with this complaint and the associated manufacturer report numbers are 9616099-2014-00638 and 9616099-2014-00639.

Manufacturer narrative:
Please note that the information that was reported in the original medwatch regarding the DHR review was inadvertently reported incorrectly. Since the lot number was provided and was included in the initial medwatch, a DHR review is pending and will be submitted within 30 days upon receipt. All other information remains unchanged.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products involved with this complaint and the associated manufacturer report numbers are 9616099-2014-00638 and 9616099-2014-00639. Complaint conclusion: after being deployed, the distal aspect of a 7 x 120mm smart control stent was noted to have been incompletely expanded. The stent was post-dilated and an additional 7 x 60mm smart control stent was implanted. After the second stent implant, ¿lots¿ of thrombus developed and this required further post-dilation. There was no further reported patient injury. The target lesion in the superficial femoral artery was described as non-tortuous and 90% stenosed and calcified. The lesion was pre-dilated. The amount of residual stenosis was not reported. No package or device damage or anomalies were noted prior to use. The site reported that the devices were handled and prepped according to the instructions for use (IFU). No difficulty was experienced delivering the 7 x 120mm smart control stent to the lesion or resistance experienced when deploying the stent. The site reported that the stent delivery system (sds) had been held flat and straight outside the patient and the interventionalist was noted to be experienced with the use of this product. The stent was deployed but its¿ distal aspect was noted to have incompletely expanded. The site did not report any difficulty in removing the sds. The stent was post-dilated in the area of incomplete expansion. The physician then introduced a 7 x 60mm smart control stent. Details regarding any difficulty experienced with delivering the stent to the lesion were not provided. The stent was deployed without issue and the sds removed from the patient without difficulty. However, the site reported that the patient developed ¿lots¿ of thrombus within the second stent after it had been implanted. This was successfully treated with post-dilation with a powerflex pro balloon with no further patient injury. The product was not returned for analysis. A device history record (DHR) review was performed and revealed that the lot of products met all requirements per the applicable manufacturing quality plan. The product IFU warns that the safety and effectiveness of this device has not been demonstrated in patients with lesions that are either totally or densely calcified. It instructs the user to verify full deployment of stent with the use of fluoroscopy. If incomplete expansion exists, post deployment balloon dilation can be performed. This post-dilation should only be performed in the area of incomplete stent expansion. The IFU further cautions that the stent may cause a thrombus. In the event of thrombosis of an expanded stent, the user is instructed that thrombolysis or angioplasty should be attempted. Lastly, the IFU does list arterial occlusion and thrombus as potential complications associated with the use of this device. Based on the information provided, there are vessel characteristics (lesion calcification) that may have contributed to the initial stent¿s incomplete expansion. It is not possible to draw a conclusion about a clinical relationship between the device and the in-stent thrombosis event. Without the return of the devices, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the DHR review, there is no indication that the events are related to the device manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Three photos were received and reviewed. The photos appear to include views of the deployment of the second stent and the result after the deployment of this stent. The photos do not clearly capture the reported event of the first stent¿s distal strut partial deployment prior to the introduction of the second more distal stent. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, during a superficial femoral artery (sfa) intervention, the physician deployed a 7x120mm smart stent, but distal part ¿was not spread.¿ this event was clarified as incomplete expansion of the stent. Additional post balloon at the part was performed, and an additional 7x60mm smart stent was used. Lots of thrombus occurred after the second stent was implanted. Treatment provided with ballooning. Patient was ok. The target lesion was in the sfa. The vessel was not tortuous, however, the vessel was 90% calcified. For the procedure, a 7x120mm smart stent was opened. There were no damages or anomalies noted to the device or packaging prior to use for either smart stents used in the procedure. The devices were handled and prepped according to the IFU with no anomalies noted during prep. Pre-dilation was performed, and the stenosis rate is unknown. There was no difficulty experienced as the 7x120mm smart stent was delivered to the lesion. The physician deployed a 7x120mm smart stent. The proximal part of the stent was okay, but the distal part ¿was not spread.¿ this event was clarified as incomplete expansion of the distal end of stent. It was reported that there was no difficulty experienced as the stent was deployed. The user held the stent delivery system flat and straight outside the patient. The doctor has much experience using the device. It is unknown if the smart sds was easily removed. Additional post balloon at the part was performed, and an additional 7x60mm smart stent was used.